Event description:
The customer contact reported evidence electrical sparking. It was reported that this was found during priming. No specific event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.